Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead had high thresholds, the lead was unscrewed and the helix bent. The rv lead was removed and replaced. It was also reported that the second rv lead was damaged during implant with the slitter. The second rv lead was removed and replaced. No patient complications have been reported as a result of this event.